Event description:
Siemens was notified on (B)(4) 2015 that the CT machine is making a clunk noise. A set of balancing weights were found to be loose in the gantry front on the collimator side. Two screw posts had broken off and a third one broke off during removal. There is no report of injury to a pt.

Manufacturer narrative:
Siemens became aware of the reported issues on (B)(4) 2015 and this MDR is being mailed on march 4, 2015. The investigation is on going and a supplemental report will be submitted upon completion.

Manufacturer narrative:
Siemens' customer service engineer replaced the defective parts and the CT system is back in clinical practice. This issue has been classified as a single case reported from the install base. Considering this, there is no corrective action initiated.